Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the reported scarring and event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2008-00378 for info related to the medium size perfix plug implanted on the right side.

Event description:
It was reported by the pt that he is experiencing male infertility as a result of total bilateral vas deferens blockage as a consequence of scarring caused by bard marlex mesh for bilateral inguinal hernia repair in 1996. Per implant medical records provided the bilateral inguinal hernia was repaired using two bard perfix plug devices: 1996 - the pt underwent bilateral inguinal hernia repair. Right side was repaired with a medium size bard perfix plug. "The inguinal canal floor was repaired with prolene mesh patch. The patch was anchored to the floor circumferentially with interrupted #2-0 prolenes and the tails of the mesh were then brought around the cord and ilioinguinal nerve. The two ends of the tails were tacked together and placed up under the external oblique fascia." The left side was repaired with a large size plug "the floor of the canal was repaired with a mesh patch as described above."